Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the compressor had a drainage issue. The compressor was investigated on site by our field service engineer. According to service report the compressor was not draining moister properly which impeded the unit to keep the pressure constant. Issue resolved by replacing the drainage valve and compressor was handed over to customer in good working condition. However, no parts returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
It was reported that the compressor had a drainage issue. There was no patient harm reported. Manufacturer's ref. #: (B)(4).